Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-05951. It was reported that during device check the patient presented with phrenic nerve stimulation. While testing the left ventricle (lv) lead exhibited either no capture or high threshold with stimulation in different vectors. The lv lead was turned off. It was also noted that the atrial lead exhibited noise or far field rv oversensing which resulted in automatic mode switch episodes. Noise was not reproducible. No intervention was performed for the atrial lead, the lead would be monitored. The patient was in stable condition.